Manufacturer narrative:
H.6. Investigation: customer returned one (1) loose 29gx12.7mm, 0.5ml bd insulin syringe. Customer reported scale marking is disappeared. The returned syringe was examined, and it was observed that the scale markings appeared to be slanted. Unable to perform a DHR request due to an unknown lot number. Root cause for the blank barrels was not enough ink coming out of the ink nozzle. H3 other text : see h.10.

Event description:
It was reported that bd ultra-fine¿ insulin syringe had scale marking issues. This was discovered before use. The following information was provided by the initial reporter: scale marking is disappeared.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd ultra-fine¿ insulin syringe had scale marking issues. This was discovered before use. The following information was provided by the initial reporter: scale marking is disappeared.